Event description:
Additional information was received. The physician implanted a valiant stent graft resolving the proximal type I endoleak. This device was implanted distally during the index procdure therefore, was not involved with this complaint. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak). (Unknown cause of event). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (endoleak).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The size of the thoracic aortic aneurysm at implant was reported to be approximately 6 cm. The proximal diameter of the proximal neck was 29.5 x 35.5mm and the distal diameter of the proximal neck was 32.6 x 35.3mm. The right iliac arteries was 9 mm and the left iliac artery was 6 mm it was reported that the patient presented at follow-up, approximately one month post implant, with a possible type I endoleak. It was also possible that it may be a type iii junctional endoleak. An intervention is planned but has yet to be performed. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several pre-implant 3d images showed that the thoracic arch was acutely angulated, and the thoracic contained extensive calcification. A cook bifurcate device was seen positioned within the aaa. Images during and post-implant were not provided; the cause of the reported events are unknown.